Manufacturer narrative:
There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.

Event description:
The baylis medical nrg transseptal needle (rf needle) was used for transseptal puncture during a procedure. While crossing the interatrial septum, the aorta was inadvertently perforated. When the physician referred to intracardiac echocardiography following transseptal puncture, the rf needle was not seen in view. Aortic pressure was observed and the rf needle was immediately retracted into the right atrium. Heparin was reversed and the case was cancelled due to the procedural complication. The patient hemodynamics were reported to be stable. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the devices used during the procedure.